Manufacturer narrative:
(B)(4). The reported field event of an eri status bar anomaly was not confirmed in the laboratory. The device longevity was found to be within expected limits. The device was tested on the bench as well as using automated test equipment and no anomalies were found.

Event description:
It was reported that when the device was interrogated prior to implant, the eri status bar was only halfway full even though the estimated longevity was reading >36 months with a voltage of 3.6v. The device was not implanted. The device was re-interrogated and the same display presented.